Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The patient reported that the display screen is difficult to read outside, but can read it safely when it's shaded or indoors under normal lighting. The patient stated that display is dim and faded; this has happened gradually over time. The patient also reported that the display screen was presenting with extensive scratches, due to wear and tear. The patient stated that he believes the dim/faded display screen coupled with extensive scratches to the display lens is causing this issue. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/09/2013 - device evaluation:the pump has been returned and evaluated by product analysis 08/20/2013 with the following findings:during testing, the display screen was found to be dim and discolored. A test screen was inserted and was found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 2 date of submission 09/10/2012- correction:the previously reported results omitted the following findings. During investigation, a visual inspection of the display lens revealed multiple scratches on the lens.